Manufacturer narrative:
The investigation of delivery issues has been completed. Reported the guidewire was unraveling and was not used. Resistance was during guidewire placement. No excessive force was applied and no vessel conditions were noted. Guidewire was returned and the tip was unraveled. The root cause of the delivery issue was not determined due to insufficient clinical details.

Manufacturer narrative:
The guidewire was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. A.1, a.4 and a.5 are unknown. D.1 exact brand name is unknown. D.4 exact model number, catalog number, serial number, lot number, expiration date and unique identifier (UDI) # are unknown. D.6a and d.6b implant and explant dates are unknown. E.1 name prefix/title, first name and last name are unknown. H.4 device manufacture date is unknown.

Event description:
The user facility reported that a guidewire was defective and could not be used for impella implant. Another guidewire from a third party was utilized for the implant. There was no patient harm.